Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an atrial lead position check failure was noted on the right atrial (ra) lead with all therapies disabled. The ra lead remains in use. No patient complications have been reported as a result of this event.